Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4): added additional information. After several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the shears stopped working. There was a shears breakage during the procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient.